Event description:
Md tried new intrepid plus 45 degree mini flared tip for cataract extraction with phacoemulsification and iol implant.md noticed wound was burned and leaking after he inserted the lens due to new phaco tip and malfunction of phaco - infiniti machine.this is the second occurrence generated regarding this issue with this device.product was being used on trial basis. Trial was stopped and products removed from service.manufacturer's representative was in or during procedure(s).what was the original intended procedure?cataract removal and iol placement.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.